Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2294 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at 12:40 noon on july 6th, the peripherally intubated central venous catheter kit and accessories were used to place the catheter. After the left cerebral vein was successfully punctured, the microcannulation sheath was sent through the skin. After exiting, it was found that the microcannulate sheath was rough with very small gaps, and the puncture port was checked for no black residue. A new peripherally cannulated central venous catheter kit and accessories were used to re-sheath the sheath, and the process was normal. Affects the entire catheter placement process and requires a second sheath delivery.